Event description:
It was reported that during a lap sleeve gastrectomy, the distal retaining suture on the anvil side of the sigtrsb60axt 60mm xtr thk reinforced rel did not release at the end of the firing, causing trs material to remain attached to the reload. This issue occurred during the stapling of the stomach. An endoshears was used to manually cut the trs strip off of the reload to remove it from the tissue. It was noted that it occurred on three reloads. The signia stapler was fully fired and double-checked with each firing by releasing and then pressing down again on the firing button with each reload. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot #n4f1713y); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot #n4f1713y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The jaws were open. The clamping mechanism was deformed. Staple pushers were partially flush with the cartridge. The distal suture on the anvil side was still anchored on reinforcement material. Functional testing found that the reload was loaded into a representative instrument. The interlock was overridden. The reload was cycled without hesitation or binding and was applied to test media. The reload interlock was tested and found to function properly. It was reported that tissue hang up. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue can occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.